Event description:
A report was received that the patient underwent a revision due to discomfort at pocket site. There was no redness or swelling at pocket site. The physician relocated the ipg and nothing was implanted or explanted. The patient is reportedly doing well following the procedure.